Manufacturer narrative:
The initial MDR 2517506-2016-00410 was filed on november 10, 2016. Additional information (12/22/2016): a siemens headquarter support center (hsc) specialist reviewed the instrument data and found no issue with the reagent or performance of the instrument. There was no identification of an issue with the loci module reader or reagent delivery. The log files verified that there was no issue with the identification of the sample in question; the barcode of the sample aspirated matched the sample identification number reported. A grossly elevated sample was processed shortly after the sample in question, however the log file reflects no issue with the software recognition of the samples or misidentification. The cause of the falsely elevated troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. Quality controls (qc) was within range on the day of the event. The cause of the discordant, falsely elevated troponin result is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s) who questioned it. The sample was repeated twice on an alternate instrument, resulting lower. The corrected result was reported to the physician(s) there are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.